Event description:
No additional informaiton provided.

Manufacturer narrative:
1. Production record check (lot#4171125): 1) this batch of products will be assembled in jingma automatic line 3 in july 2024, and packaged in r240 packaging line in july 2024. The number of work orders is (B)(6) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 2. Customers return samples and photos without defects. 3. The reserved sample of this batch was taken for rpn torque test, and the test result was in line with the product standard. (B)(4). 4. The assembly of the end cap is monitored by torque and assembly travel. 5. Possible causes: during the prn assembly process, wrong teeth or extrusion occurred, that is, the prn and the connecting seat luer bite is not correct, resulting in the loosening of each other. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities were found in the process and retained samples. As the defect status of the complaint samples could not be identified, and the use of the indwelling needle was unknown, the root cause of prn rubber loss could not be determined. This defect complaint is an isolated case and the factory will continue to pay attention.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm cap loose the heparin cap popped out automatically during tube closure and the rubber of the indwelling needle detached from the body.